Event description:
It was reported that a physician performed an atec breast biopsy procedure on (B)(6) 2015. "When the physician removed the second obturator the clear piece of it came off and remained in the patient's breast". The clear piece remained inside the patient as the patient was going to have surgery soon after the biopsy procedure. The patient was discharged home with no adverse consequences.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).